Event description:
The customer contact reported the device did not alarm when the start button was not pressed. On an unspecified date and time, the customer contact stated that nurse attempted to program the primary line of the device to deliver an unspecified medication during an unspecified concurrent delivery. No specific programming parameters were provided. It was reported that the nurse did not press the start button and after an unspecified length of time, it was reported the device did not alarm n102 (infuser idle 2 minutes) as expected. Multiple unsuccessful attempts have been made to obtain add'l info, including specific event details, patient outcome, and if any medical interventions were required.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.